Event description:
The customer did not report a malfunction. During inspection of the cystonephrofiberscope, adhesive on bending section cover had a chip and sticky eyepiece was found. The most likely cause or probable cause of the reportable malfunction is stress and degradation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, reasonably known information suggests probable causes such as stress and degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.